Event description:
The user facility reported that the device slipped on a patient. Additional information was received from the neuro-coordinator on 01/14/2009. The physician was doing a stealth procedure (which requires computer navigation-from registration to the mayfield). When the clamp slipped, the registration was lost (by a few ml). All of the landmarks were lost. This malfunction delayed surgery and caused the patient to require a second MRI. There was no injury to the patient, but there was a risk. There were no post-operative complications reported. It was thought that there was a problem with the lock on the device.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation will be initiated based on the reported information.